Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and infection are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and infection.

Event description:
Healthcare professional reported "seroma, infection, drainage and depression". This record is for left side. Device has been explanted and discarded.